Manufacturer narrative:
The technician replaced the control box and the lock out control box to resolve the issue.

Event description:
The technician alleged that the bed has no functions and the head of the bed is in the raised position. No pt impact.